Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot based on the available information and without the device to analyze, the cause of the reported image resolution poor cannot be determined. The cause of the reported dyspnea and tissue injury (chordal rupture) cannot be determined. The reported mr appears to be a cascading effect of the reported tissue injury (chordal rupture). The cause of the reported migration (partial clip movement) was due to weak patient anatomy (chordal rupture). The reported clip entanglement appears to be due to patient anatomy (the clip was rocking medially due to chordal rupture). The cause of the reported clip dislodgment is due to procedural condition. The cause of the reported clip expulsion is a cascading effect of the reported clip dislodgment. Additionally, the reported dyspnea, tissue injury & mr are listed in instructions for use (IFU) document and are known possible complications associated with mitraclip procedures. The reported multiple hospitalization, medication required, multiple medical interventions & foreign body removal (snaring) were the result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip movement, intervention, recurrent mitral regurgitation, tissue damage, device-to-device entrapment, and complete clip detachment. It was reported that on (B)(6) 2023, a patient presented with degenerative mitral regurgitation (mr) and leaflet flail. Two mitraclips were implanted on a2p2 to reduce the mr to grade 1-2. The device functioned as intended, but it was noted that visualization was difficult due to poor imaging. On (B)(6) 2023, the patient was not feeling well. On (B)(6) 2023, the patient was feeling unwell and was admitted to the hospital for shortness of breath. A transesophageal echocardiogram (tee) displayed a single leaflet device attachment (slda) of the lateral clip (21118r1070) on a2p2. The mr was recurrent and severe, grade 4. Diuretics were administered and the patient responded well. An additional mitraclip procedure was discussed. On (B)(6) 2023, a second clip intervention was performed to reduce the mr and secure the lateral implant on the anterior and posterior leaflets (a2p2). After further analysis of the tee images, there was no slda, as the clip was attached to the anterior and posterior leaflets. Per the physician, there was a chordal rupture, that had caused the clip to have abnormal movement with a recurrence of mr. With each heartbeat, the clip was rocking medially and the mr was shooting in that direction. The mr was eccentric and severe. A new xtw (30104r2079) was attempted to be placed lateral to the mobile implant. During positioning of the new xtw, the mobile clip (21118r1070) interacted with the new device (30104r2079). This caused the implanted clip to become entangled with the new delivery catheter (dc), and the implanted clip became dislodged from both leaflets. The implanted clip was attached to the new cds, which was accidentally pulled into the atrium. Venous access was achieved on the left femoral side with a catheter and a snare to remove the previously implanted clip across the septum into the right side. The device was prevented from embolizing, and withdrawn with no visible damage to the device. The mitral valve anatomy was examined and the leaflets appeared to have some damage from the implanted clip (21118r1070), but both anterior and posterior leaflets appeared viable for a mitraclip implant to decrease the mr. A replacement xtw was implanted lateral to the remaining implanted clip, and an xt lateral to both clips. The mr was reduced to grade 2. Post-procedure, the patient reported to feel better and lab tests showed an improvement in comparison to the first clip intervention. There was a delay, but the effect on the patient was minimal. There was no adverse patient sequelae. No additional information was provided.